Event description:
In 2008, the pt was treated for a left greater saphenous vein closure. There were no abnormalities noted before, during or after the procedure by the attending physician. On a week later, during a routine follow up appointment, a burn was observed on the patient's leg. The pt was treated with silvadene cream and prescribed keflex. On eight days later, during another follow up, it was noted that the wound was healing.

Manufacturer narrative:
It was reported that the pt was prescribed silvadene cream and keflex following the discovery of the wound. At a follow up visit the patient's wound was found to be healing. The closurefast catheter was discarded after the procedure; therefore, further investigation of the device cannot be performed. If any additional info is obtained, a follow-up report will be submitted.